Event description:
It was reported that the patient presented in clinic for follow up, patient notifier had been triggered for non-sustained lead noise. A review of egm revealed noise due to oversensing. Increased threshold and decreased sensing were also noted. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
A partial lead with the connector pins were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.